Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse determined that the muffler section connected to the regulator tubing contains a metal retainer that had become loose. The loosened retainer was making contact with the scroll compressor fan, resulting in the reported noise. The issue was resolved by securing the metal retainer and adjusting the position of the muffler. Following the repair, drive checks were performed and all results were normal.

Event description:
It was reported by user during regular inspection that cardiosave intra aortic balloon pump (iabp) had a loud crackling noise occurred while the battery was charging. No patient involved.